Event description:
The customer reported differential (diff) sample pressure below limit messages on a coulter lh 750 hematology analyzer. The field service engineer (fse) found a slight spray contained in the instrument during service. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/01/2015 and found an air leak in tubing on pinch valve vl45 to the diff mixing chamber. The tubing was replaced and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(6).